Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to right ventricular (rv) lead noise. It was also noted that the rv lead had an insulation breach. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.